Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported blood leakage from catheter next to wing during care and maintenance. Additional information the patient was for six days unable to receive the nutritional infusions she usually gets while waiting for a new PICC line. She was subjected to multiple attempts for peripheral venous catheters (pvc). A new PICC line was inserted to enable her to continue her chemotherapy treatment and receive nutritional infusions at home.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One 4fr sl powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the sample. The sample was flushed with a 12 ml syringe and a leak was observed proximal to the suture wing. A microscopic observation revealed a circumferential split with jagged edges in the catheter tubing, just proximal to the molded joint. The fracture surfaces of the split were observed to be rough and uneven and cracking was observed extending from one corner of the split. What appears to be abrasive damage was also observed on the catheter surface just distal to the split. The observed features of the split suggest the catheter may have been damaged due to contact with a hard surface and/or due to exposure to incompatible chemicals or excessive uv light. However, the exact root cause of the damage could not be determined. This complaint will be recorded for future trending and monitoring purposes.